Event description:
The user facility reported that during a therapeutic laparoscopic cystectomy procedure, the flexible tube of the lens cleaning sheath was torn, and the distal tip fell into the pt's body cavity. The user attempted to retrieve the broken tip via the trocar site but with no success. The broken tip was successfully retrieved from the pt through an open abdominal surgery. The pt is reportedly doing well.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding the report. The user facility reported that the intended procedure was completed with the same device. The distal end to the sheath was noted to be missing toward the end of the procedure when the trocar site was being closed. The distal tip was described as having a 112mm outer diameter and 13mm in length with no sharp edge noted. The pt was reported to have been discharged and is doing fine. The device referenced in this report was not returned to olympus for eval. The cause of the reported phenomenon could not be conclusively determined. Based on the info obtained from the user facility, it appears that the breakage of the sheath occurred when the physician withdrew the scope through the trocar with the sheath attached. If relevant and significant info is received at a later time, then this report will be updated. This report is being submitted as medical device report in an abundance of caution.